Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was found damaged. The interconnect cable was ordered during the service call.

Event description:
The customer reported that the system workstation and c-arm could not be connected. No patient injury was reported.